Event description:
Reporter indicated a vns pt was experiencing painful stimulation and muscle spasms associated with stimulation. The physician tried multiple programming changes, but, the programming changes did not alleviate the muscle spasms. The location of the muscle spasms is in the chest, stomach, and shoulder. Diagnostic testing has not been run to date. The pt underwent vns therapy replacement surgery. The explanted vns therapy system has been returned to the MFR and is pending product analysis. Good faith attempts to gain add'l info are being made, but have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death.